Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained. An image associated with this reported event was submitted for review. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows the instrument tip was broken off.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was found to have the blade broken off. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary noted. There was no intraoperative collision or misuse involving the instrument observed. The customer confirmed there were no reports of a fragment falling from the device while in use within a patient and that there was no injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and the reported failure was confirmed. The instrument was found to have a blade broken 0.598¿ from the base. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis.